Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported that aspiration stopped during a dense cataract extraction. The tip was changed but the problem was the continuous blockage of the tip which had to be unblocked every time. The surgeon reported that it was time consuming and the prolonged procedure caused corneal edema.

Manufacturer narrative:
It was identified the value of product problem was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The surgeon indicated that the long procedure did lead to corneal edema and iris prolapse. The patient outcome was reported as good overall with some iris to the wound. The reporter also indicated an issue with the settings was found later on by a company representative and these have since been changed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip sample was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The surgeon reported that the procedure was performed on the patients right eye. The blockage and the patients dense cataract delayed the procedure. The repeated exit and penetration of the eye caused "lots of corneal edema". The surgeon indicated that the patient was treated with more frequent steroids and sodium chloride. The patient did not follow-up postoperatively; however, the facility contacted the patient whom reported being happy with the outcome.